Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, sdi terminal was damaged. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and confirmed the reported phenomenon. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the sdi terminal was overloaded and damaged by use's handling.